Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the diagonal coronary artery. The versaturn 190 guide wire was unable to advance through the guiding catheter. Resistance was felt when removing the guide wire from the guiding catheter and the guide wire was frayed. The guide wire was removed from the anatomy in one piece and the procedure was successfully completed. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The damage was confirmed. The difficult to position and remove the guide wire could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.